Event description:
The signals from the catheters were absent with the normal hook-ups. Ablation catheters did not function as expected. System troubleshooting was done and the third catheter worked properly. There appeared to be a problem related to the ablation catheter and/or the connector cables. Multiple attempts to troubleshoot the issue included vendor support, calling tech support for the system, soft and hard reboots of the equipment, along with trying new catheters and cables.